Manufacturer narrative:
Company rep evaluated the system. Corrections included readmitting the pts, and restarting the system. Communication was reestablished.

Event description:
Customer reported the dpm central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.